Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained episodes, non-physiologic oversensing, and elevated sensing integrity counter (sic). The alert later triggered again for impedance being above the programmed threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead in segments was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received inappropriate shocks due to noise and oversensing on the rv lead, and in-clinic testing could reproduce the noise/oversensing with patient arm movement. The physician suspected a lead fracture with the pace-sense portion of the lead. There were additional alerts triggered due to noise and high rv pacing impedance. The lead was also observed with high thresholds. The therapies were turned off, and a lead extraction was planned. No further patient complications have been reported as a result of this event.